Event description:
The customer reported that during a pediatric liver transplantation, the jaws of the device became difficult to open while in use on tissue that was reported as being thick. The jaws of the device eventually became locked on tissue and were removed it by cutting the device out. The surgeon used another lf4200 device and finished the procedure with no further difficulties.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.